Event description:
The pt had a transverse to high left, with anastomosis created using the car27 device. The pt passed the ring around day 10. In 09, the pt had a fever and MRI indicated a leak. The pt was re-operated, and the anastomosis was cut out and colostomy was performed.